Event description:
It was reported that the right ventricular (rv) lead impedance was greater than 9,999 ohms and there was an apparent conductor fracture. The lead was programmed off and remains implanted. A new lead was implanted for pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.